Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was getting a yellow wrench alarm after being connected to the mobile power unit (mpu) for a short while. They stated when they disconnected that the mpu only shows the green power light, but when they connect to the wall it will develop the yellow wrench notice. Troubleshooting was attempted. A replacement was requested. The patient was not seen by vad team for this issue so there were no log files available for this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm on the mobile power unit (mpu) could not be confirmed. The mpu (serial number: (B)(6)) was evaluated at the pleasanton service depot on 16apr2026 under work order #(B)(4) in unremarkable physical condition. The unit was connected to ac power and booted up as intended. The mpu was able to connect to a mock loop and run overnight without any yellow wrench alarm. The mpu performed without issue and passed all required tests. The mpu will be returned to the customer ready for use. A root cause of the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records for mobile power unit (serial number: (B)(6)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), and the actions to take if the issue does not resolve. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their mobile power unit ¿ for damage, and to replace any equipment that appears damaged or worn. Patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.